Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was inserted in the ER on (B)(6) 2017. On (B)(6) 2017, an attempt was made to remove the balloon but it would not deflate. The doctor tried to remove it but could not. He performed a supra-pubic needle insertion with a sonogram to deflate and remove the foley catheter from the patient. It was reported that the patient is in intensive care due to a diagnosis of dka and treatment and this is unrelated to the catheter event.

Event description:
It was reported that the catheter was inserted in the ER on (B)(6) 2017. On (B)(6) 2017, an attempt was made to remove the balloon but it would not deflate. The doctor tried to remove it but could not. He performed a supra-pubic needle insertion with a sonogram to deflate and remove the foley catheter from the patient. It was reported that the patient is in intensive care due to a diagnosis of dka and treatment and this is unrelated to the catheter event.

Manufacturer narrative:
(B)(4) the batch card(s) for the complaint lot(s) was reviewed and passed 100% inspection. There was no sample returned for investigation therefore investigation was based on current production samples. Only photo provided to illustrate component general packaging information. Based on the investigation conducted, the balloons were able to inflate and deflate without any abnormalities observed or difficulties faced. There were no products functionality issues observed based on production samples. In current manufacturing process, all foley catheters undergo 100% inspection, inflation , deflation and 30 minutes leak test prior to packaging. Any defective product will be culled out during this process. Therefore, this complaint could not be confirmed.